Manufacturer narrative:
The burning was contained within the instrument, and the outside was not exposed to any fire or flame. This is consistent with the instrument safety listing that any flames realized inside the instrument will self extinguish and not expose the outside of the instrument to flames. Ac t 5diff has the appropriate safety ratings (ul, csa, ce). Service was not dispatched for this event. A clear root cause is unknown.

Event description:
A customer contacted beckman coulter inc., (bci) and stated that there were visible signs of smoke coming from the coulter act 5diff al analyzer. Fire department was not called. There was no death or injury requiring medical intervention associated with this event.